Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump is timing out at 30 seconds or less when set to time out at 60 seconds. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following results:it was confirmed that the key press inactivity timeout was set to 60 seconds. The pump was tested with the timeout set to 60 seconds; after no keypad presses the pump timed out appropriately and went to sleep after 60 seconds. No alarms occurred during testing and the screen had normal contrast. The units remaining were correctly calculated during testing and recorded in the pump¿s history.